Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).

Event description:
It was reported that the patient had a frayed lead that was repaired on (B)(6) 2009. It was reported that everything was fine after the lead was fixed.

Manufacturer narrative:
(B)(4).